Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a moderately calcified and moderately tortuous bifurcated area of middle and 1st diagonal of left anterior descending (lad) artery. The physician attempted to perform kissing balloon technique (kbt) at predilation. A 15mm x 2.50mm nc quantum apex balloon catheter was selected and advanced to the middle of lad but was ruptured on the 1st inflation at 8 atmospheres. The device was exchanged to a non-bsc balloon but it also ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a nc quantum apex balloon catheter with the original box. The batch number on the packaging and device matched the batch number for this complaint. There was blood and contrast in the inflation lumen. Examination under magnification revealed a balloon tear 3mm long that was 3mm proximal of the distal markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a moderately calcified and moderately tortuous bifurcated area of middle and 1st diagonal of left anterior descending (lad) artery. The physician attempted to perform kissing balloon technique (kbt) at predilation. A 15mm x 2.50mm nc quantum apex¿ balloon catheter was selected and advanced to the middle of lad but was ruptured on the 1st inflation at 8 atmospheres. The device was exchanged to a non-bsc balloon but it also ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.